Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical field service went onsite replaced pressure transducer, gas inlet switch pr3 and pr2 . Able to pressurize the system every time but after running the ventilator for few minutes it stops, the oscillation and pressure was lost again. As a resolution ordered alarm board and will replace. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 3100a ventilator having issues cannot pressurize at all. As of this time, there is no information about patient involvement associated with this reported event.